Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report of incorrect programming was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. ¿ based on the information provided by the facility is not possible to ascertain programming or event details associated with the alleged incident. ¿ the requested device logs were not provided by the facility so the report of the infusion programmed on the date of the event could not be identified. Root cause: the root cause for the complaint of channel error/incorrect programming error could not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.

Event description:
It was reportedly a ""red line"" on the pump and the pump ""just stopped working"". Pump had to be powered off and reprogrammed. Additional event detailed were received. Clinician that the pump had an ¿error with a red band¿ while in the elevator heading to CT scan. The error resulted in the clinician having to reprogram all the IV channels. During clinician reprogramming, it was noted the pump was then reprogrammed incorrectly. The vasopressin was programmed to be at amiodarone 1 mg per minute which is 33.3 ml/hr. Amiodarone was programmed to be the vasopressin at 1.2 units per hour. On return from the CT scan the patient¿s blood pressure increased and the clinician titrated the levophed to correct the increased blood pressure. The patient was monitored and found to have no rhythm changes. The vasopressin ran at the incorrect rate from 12:15 to 13:50. This was reported to bd representatives during their site visit.

Event description:
It was reportedly a ""red line"" on the pump and the pump ""just stopped working"". Pump had to be powered off and reprogrammed. Additional event detailed were received. Clinician that the pump had an ¿error with a red band¿ while in the elevator heading to CT scan. The error resulted in the clinician having to reprogram all the IV channels. During clinician reprogramming, it was noted the pump was then reprogrammed incorrectly. The vasopressin was programmed to be at amiodarone 1 mg per minute which is 33.3 ml/hr. Amiodarone was programmed to be the vasopressin at 1.2 units per hour. On return from the CT scan the patient¿s blood pressure increased and the clinician titrated the levophed to correct the increased blood pressure. The patient was monitored and found to have no rhythm changes. The vasopressin ran at the incorrect rate from 12:15 to 13:50. This was reported to bd representatives during their site visit.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.